Event description:
It was reported that the sling chain on a lift broke causing the user to fall and hurt his wrist. The user continues to have issues with his wrist. It is unknown the extent of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.